Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient was sleepy and hard to arouse. It was unknown whether action was required and the pump therapy remained implanted and in use. The patient had a medical history of spinal cord injury. The nurse stated the patient¿s white blood cell count was ¿above 12,000¿ and the computed tomography (CT) scan ¿did not show anything.¿ the patient had a pump refill on 2015 (B)(6) and was not due for another refill until 2015 (B)(6). The patient went to the hospital ¿on thursday¿ (2015 (B)(6)) for the lethargy/difficulty to arouse. The patient¿s father said the patient was foaming from the mouth. Narcan (an opioid antagonist) was administered to the patient but the patient did not respond to it. The patient¿s father mentioned that the patient had a prescription for oral morphine given (B)(6) 2015 and the patient was ¿already out.¿ the patient was alive with no injury. The pump was used to infuse baclofen (gablofen). Follow up was conducted to obtain additional information. If additional information is received, a follow up report will be sent.